Event description:
It was reported by the affiliate in spain that postoperatively to an unknown surgery on an unknown date, it was observed that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the device had an electrical short. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device "device doesn't work" . Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional : button failure; functional : electrical short ; functional : motor - not functioning/defective. The defective parts need to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.